Event description:
Ceramic insert fractured during impaction into the cup.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A review of complaints databases and manufacturing records did not identify any anomalies. The returned part was reviewed by ceramtec and a report was provided stating due to the misalignment there were point contacts between the metal shell and the insert which initiated the fracture. The complaint shall be closed with to user error; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)